Event description:
Unable to interrogate this device and it is not transmitting to home monitoring. Its believed the device either came out of the pocket or migrated. The patient denies that it came out of the pocket. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On (B)(6) 2026 confirmed by xray this week the device is no longer in the patient. The patient is still denying that he did this, but updating this as explanted (he had done this once prior). The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.